Manufacturer narrative:
Additional data: date of events.

Event description:
Additionally, the healthcare professional clarified that the juvéderm® volbella® xc was only injected under the eye, not the laugh lines or perioral lines. The juvéderm® vollure® xc was not injected in the undereye area; this product was injected in the glabella, laugh lines, and perioral lines.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported injecting a patient ¿in laugh lines and perioral lines¿ with a full syringe of juvéderm® vollure® xc. Over 5 months later, the patient experienced ¿several severe bouts of swelling¿ in the face, lips, and throat. Patient was taken to the emergency room several times due to swelling. The patient has been under the care of an allergist since reactions started. Healthcare professional (hcp) confirmed the event. The hcp additionally reported that the patient was injected with 1 ml of juvéderm® vollure® xc. Over 4 months later, the patient was injected in the lips with 0.55 ml of juvéderm® volbella® xc. Almost 2 months later, the patient was injected with 1 ml of juvéderm® vollure® xc undereye, in addition to the laugh lines and perioral lines. On the 6th month after the injection, the patient presented ¿several severe bouts of swelling¿ ¿partially near injection site¿, but also in the ¿whole face as well as throat¿. The patient made multiple emergency room visits since the date of onset, requiring treatment for swelling. The patient was ¿seen by derm and allergy doctors as well.¿ the patient is ¿still under their care, maintained on meds.¿ the patient made ¿ER visits for therapy with steroids[,] etc[.]¿. Currently maintained with daily allegra® and prn benadryl®. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00543 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00544 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® vollure® xc, also a device manufactured by allergan.